Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubie pockets were not detected on the bus. A field service engineer found that the half-height cubie drawer 2.1 and 2.2 failed. Found defective drawer controller on 2.1, which caused the pyxibus module controller to malfunction. Fse replaced drawer controller and module controller and configured the new module after reboot and verified in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie pockets were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.